Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 814:01 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.06.00, categorized as unremediated.